Manufacturer narrative:
Device evaluated by MFR. Device was not returned to sorin for investigation. Method: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of MFR and release. The function test video review confirmed that the valve meets all the established performance criteria. Results code: no definitive results at this time. Conclusion: no conclusion can be drawn at this time as device is unavailable for eval. Additional comments: please note that sorin group reached out to the (B)(6) in the us in (B)(6) 2014 after notification of multiple events reported by (B)(6) to obtain more info on the use of the mitroflow valve in pediatric pts. Dr (B)(6) was willing to provide sorin group info on the six pediatric pts that received a mitroflow valve. From the six pts 4 of the valves have been explanted, and 2 are still implanted.

Event description:
The MFR was notified on (B)(6) 2014 that a mitroflow valve (unk serial) was explanted after 2.7 years. The device was replaced with 23mm on-x valve. The above info was obtained from a summary table provided by the surgeon. The serial was obtained from sorin's pt tracking records.